Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. No sample was returned for evaluation. A potential root cause for this failure could be "patient has fecal incontinence or is menstruating and is unaware of their condition or the restrictions of use." It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required because the investigation was confirmed use related. The instructions for use were found adequate and state the following: ¿replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Warnings: never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Also states "not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place. Recommendations: prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient had frequent urinary tract infection due to loose stools. They advised with loose stools unable to know before to not use the purewick female external catheter. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time. Per the follow up via phone on 31aug2023, it was reported that patient was hospitalized for 3 weeks due to a urinary tract infection turning into sepsis. Patient acquired the urinary tract infection while using the purewick device. Patient was now at home and was given cipro (antibiotic) to treat the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had frequent urinary tract infection due to loose stools. They advised with loose stools unable to know before to not use the purewick female external catheter. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time. Per the follow up via phone on 31aug2023, it was reported that patient was hospitalized for 3 weeks due to a urinary tract infection turning into sepsis. Patient acquired the urinary tract infection while using the purewick device. Patient was now at home and was given cipro (antibiotic) to treat the urinary tract infection.